Event description:
Beckman coulter inc. (Bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The customer indicated they have a procedure implemented to verify unexpected results prior to reporting results outside the laboratory. The laboratory automatically repeats any initial critical high troponin result that does not have prior history of troponin results. The samples are re-spun and then re-run. The customer believes that the majority of the false positive accutni results occurred on short draw samples. All samples are collected in lithium heparin tubes with gel separator. Centrifugation information was not supplied. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. No additional information was provided for this event.